Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot include but not limited to tissue or suture caught in the foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic-valve replacement procedure with a 6f sheath. Reportedly, the sutures of two prostyle devices were pre-placed; however, the footplate on a device would not close. The physician opened the device to manually retract the footplate. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. There was concern about the integrity of the arteriotomy site due to the manipulation to close the footplate; therefore, the physician chose to access the opposite groin to place a covered stent to achieve hemostasis. No additional information was provided.